Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Additionally, the instrument was found to have one of the blades broken at the base. A piece was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm harmonic ace instrument displayed the error message "release pressure on blade." The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no fragments that fell into the patient.